Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a power issue with the pump. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: the pump was intermittently powering on with the returned battery cap. The battery cap was able to fully tighten to the pump. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A leak test showed that there was a leak at the battery compartment crack. There was no evidence of additional moisture contamination inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.